Event description:
It was reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 230 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted. No frozen screen was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube and minor scratches on the display window.